Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) identified that fluid had leaked from the peritoneal dialysis (pd) cassette. This occurred during prime, when the patient was not connected. The solution was found to be leaking from the patient line. The therapy was reported to be going well after the reported incident. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed. All release criteria were met prior to the release of this lot. A companion sample was received and evaluated. Visual inspection, leak testing, clear passage testing and clamp function testing were performed with no issues noted. The device was also used in a simulation of a therapy, but there were no problems found. Therefore, the reported issue could not be confirmed. Should additional relevant information becomes available, a follow up medwatch will be submitted.